Event description:
An ins-8301 without the lower/proximal (csf) cerebrospinal fluid access was reported to have drained (csf) towards the patient's head. The patient did not incur an injury as a result of this event however, another drain was required to replace the defective one.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.